Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files was not performed since log files were not available for analysis. As a result, the reported high-power event could not be confirmed. Of note, the site indicated that care was withdrawn and the vad turned off, resulting in the patient¿s death. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia, thrombus and death are known potential complications associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient with a history of cardiomyopathy and refractory ventricular tachycardia (vt) despite maximal medical management, experienced high watt alarms with watts increasing from 7 to 10, and a suspected impeller thrombus. The patient had subtherapeutic anticoagulation with an international normalised ratio (inr) of 1.8, below the goal of 2.5-3.5, due to variable oral intake while on hospice care for the past four months. The patient and family declined further hospital evaluation and treatment. The family decided to withdraw care and turn off the vad at home, resulting in the patient's death.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.